Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the MFR's service center, issue with the ventilator's airway pressure limit potentiometer, optical switch and zero board were observed. The device's airway pressure limit potentiometer, optical switch and zero board were replaced to address the issue.